Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented discomfort and pain at the scrotum due to the pressure from the pump activation. The ipp is currently implanted. There is no additional information reported.